Manufacturer narrative:
Engineering analysis: the exact cause of the infection cannot be determined. The procedure was an open procedure and is the likely cause of the infection. The lot history record was reviewed and confirmed the product was sterilized per atrium medical's standard process. Atrium medical has completed a re-validation of the sterilization cycle (fractional cycle), (B)(4) that confirms the sterilization cycle ensures a minimum sterility assurance level (sal) of (B)(4). Summary/conclusion: it is unlikely that the mesh caused the infection. Open procedures are more susceptible to infection as discussed in the attached memo. Also, per the physician's statement, the patient had a blood flow obstruction which could potentially cause the event.

Event description:
On (B)(6) 2012, a (B)(6) thin female patient underwent abdominal incisional hernia repair through an anterior approach following small-intestinal perforation. Intraoperatively c-qur tacshield (catalog/sn: 31233/(B)(4)) was placed into the abdominal cavity and secured to the peritoneum with absorba tack and pds sutures to repair the hernia orifice of 15 cm in the right lower quadrant of the abdomen. The antibiotic was concomitantly administered intravenously along with the hernia repair. The operative site noted became red in the immediate postoperative period since the skin of the site became thin. In (B)(6) 2012 (an exact date is unknown), on postoperative days (B)(6), the patient presented with redness and pain of the operative site. On the same day, drainage was performed in the patient and the patient was re-admitted to the hospital. On an unknown date in 2012, two to three days after admission, the tacshield was removed. Intraoperatively, the lesion of the intestinal tract adhered to the tacshield was noted. Intestinal juice was drained through a drainage tube. The patient will have been delivered parenteral nutrients through a tube until re-surgery. The patient has been followed and will be required to be in the hospital for several months. The physician also indicated the patient had a blood flow obstruction which could potentially cause the event.